Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the screw remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. It was reported that the surgeon believed had driven the screw through the titanium insert of the cage at the time of implantation. Therefore, the screw may not have been locked to the plate allowing it to back out after a few months. Since there is no torque limiting device in the provisional handle/driver, this incident likely occurred during provisional tightening.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a patient presented with a screw back-out. The patient reportedly had a screw back-out approximately 4 months post-op. There are no plans to revise at this time. The patient is asymptomatic.